Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and a chest x-ray exhibited a possible clavicular crush. Additionally, the atrial lead exhibited unstable thresholds. Subsequently, both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant products: addrl1, implantable pacemaker, (B)(6) 2011. (B)(4).